Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator, (B)(6) 2012; 4196, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing (ffrw) with mode switch. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.